Event description:
During placement of a urethral sling and when pulling the trocar up through the space, the connector got hung up behind bone. The implant broke apart and a small piece remained attached to the trocar and the connector remained stuck. The doctor had to dissect wider and further down in order to release the connector and bring it out. This delayed completion of the procedure about twenty minutes. No further complications were reported.